Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they used the clinician tablet to check the patient¿s recharge history for the last 3-4 charging sessions and they could see the patient was charging the implant every 3 days, but the charge level wasn¿t getting above 25%. The rep discovered the patient wasn¿t checking the apps on the handset to monitor the neurostimulator charge level, and they were just going off of the beeping tones of the recharger. The rep could see when the implant was off, and it turned off when the charge level got to 0%. In addition, the rep could see the patient charged the neurostimulator while therapy was turned off. The rep reviewed how to monitor neurostimulator charge level using the recharger app as well as the physician.

Event description:
Information was received from a patient regarding therapy. The reason for call was patient stated yesterday she went to see her neurologist because she was extremely anxious and couldn't walk and was very weak. The caller stated that they were seen in the ER due to the anxiety. The caller stated that their symptoms started on sunday. The patient stated that when they went to see the healthcare provider (hcp) they she found out that the dbs had been turned off completely for the last three days. Patient was wondering how this happened and how to prevent it from happening again. The caller stated that they charge the implantable neurostimulator (ins) twice a week , and usually start the charge session at 75%. The caller stated that when they saw the hcp the ins was at 50%. The caller stated that the ins " wasn't taking a charge because the ins was turned off". Upon further investigation the ins was taking a charge, but was turned off. Pss had the patient start a charge session of the ins and the wr easily connected to the ins and started to charge normally. Patient services (pss)  reviewed with the caller the therapy will automatically turn off if the ins gets below 25%. The caller stated that they recently checked the ins battery and the ins was at 100%. Pss advised the caller to monitor the ins battery level prior to and after each charge session.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.